Event description:
Medtronic received a report that the patient experienced cerebral infarction and parent artery in-stent stenosis post procedure. It was noted that the patient had transient left hemicorporal deficit and intimal hyperplasia within stents. Stenosis was less than or equal to 50%. The events were not related to the disease under study. The stenosis did not result in new or worsening of existing neurological deficits but the cerebral infarction did, and symptoms did not last longer than 24 hours. The infarction resulted in a new hospitalization (b)(6) 2023. The stenosis and infarction were treated with reintroduction of anti-aggregant and concomitant or additional treatment. The infarction outcome status was recovered/resolved and the stenosis was not recovered/ resolved. The events were assessed as probably related to the Pipeline vantage and not related to antiplatelet medication, ancillary device or the study procedure. The patient was undergoing surgery for treatment of a saccular, Previously Ruptured ((b)(6) 2017) and treated, sidewall aneurysm of the right internal carotid artery C7 with a max diameter of 3.5mm and a 4mm neck diameter. Aneurysm done height and width was 4mm. Parent artery distal to aneurysm was 3.9mm and proximal was 4.2mm. There was significant stasis at the end of the procedure and complete neck coverage; Raymond and Roy was Class 2. The devices were successfully implanted and wall apposition achieved with no side branches covered by the Pipeline device. Additional information was received that the patient had a Doppler Echo-1 (b)(6) 2023 with no critical activity. No diagnostic procedure was performed. The site updated the relatedness to the study device to possible. Additional information was received that the patient had multiple electroencephalograms with no critical activity. The infarction did result in new or worsening neurological deficits and symptoms lasted for more than 24 hours. The infarction was recovered/resolved on (b)(6) 2023 and the stenosis was resolved on (b)(6) 2023. Additional information was received that per hospitalization report on (b)(6) 2026 documents DSA imaging performed on (b)(6) 2023 revealed intimal hyperplasia within the stents, with incomplete expansion of the proximal part of the distal stent (B423116). There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.